Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the video connector was broken and causing no image to appear. Additionally, scratches were noted on the operation section of the device as well as the video connector itself. The curved rubber adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire, and the label on the video connector had peeled off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their endoeye flex deflectable videoscope would not display an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of image sensor unit or failure of internal board of video connector unit caused the event. Olympus will continue to monitor field performance for this device.